Manufacturer narrative:
The insulin pump was received with cracked case at the end cap. However, the insulin pump passed displacement test. Unable to perform basic occlusion, occlusion, prime, excessive no delivery tests or verify a33 alarms due to physical damage to case. The insulin pump had cracked display window corners, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.